Manufacturer narrative:
Continuation of concomitant products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, lot# serial# unknown , product type: recharger pli - 10. Product ID 37761. (B)(4). Analysis found the cable assay had a bent connector and the connector pins looked fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37761, serial# unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had poor communication since last night. They hadn't felt stimulation in a couple of months ago. The reason was non-compliance. They were directed to follow up with the health care professional to check the ins for possible overdischarge. They she has had more pain in her back and legs since an unknown date and they could not connect to their programmer or recharger the previous night. They saw the reposition antenna icon screen. The patient stated the desktop charger connector pin was loose. Additional information was reported on 2018-jun-2 from the patient that stated they had a loose connector pin and they were sent a replacement. They called back and stated the connector pin was still loose and thinks it was maybe the insr. The caller stated they could still charge but the desktop charger was still loose. It was reviewed that their new dtc connector will move side to side slightly, but as long as it stays plugged in and is recharging recharger, that is normal. No patient injury reported. Their second dtc device was not returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported from the patient. They reported that they met with the representative, they 'got it up and going' and they did realize that 'the piece was loose', and the replacement piece did resolve the issue. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger; product ID: 37761, serial#: unknown, product type: recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that stated they contacted the rep and they fixed the problem. The replacement dtc resolved their issue of not successfully charging. No further complications were reported.